Event description:
The customer reported that the reservoir was occluded. Troubleshooting was done. Customer's blood glucose was 108 mg/dl. The customer was advised changing the reservoir resolved the issue. Advised the customer that reserovir and infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6)